Event description:
It was reported that the pulse generator could not be interrogated. There was no activity on the surface electrogram and no response with magnet application; no output was seen. The patient had been lost to follow-up since implant, so there was no previous measured data.